Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the physician moved the handle forward; however the snare would not extend from the sheath. Then when the physician attempted to move the handle back it was noted that the working length near the handle was detached. The procedure was completed with another sensation medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results. Visual evaluation of the complaint device found the flare to be detached, which would cause the snare loop to not extend correctly. Functional testing was not performed due to this damage. The complaint was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. It is likely that the user encountered resistance during attempts to extend the device, and excessive force applied in the presence of such resistance can cause the flare to detach. Therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the physician moved the handle forward; however the snare would not extend from the sheath. Then when the physician attempted to move the handle back it was noted that the working length near the handle was detached. The procedure was completed with another sensation medium oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of sheath detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.